Event description:
It was reported that customer experienced alarm 01 while using pump, and cartridge information and physical condition could not be confirmed because original cartridge was unavailable and caller could not verify cracks. There was no adverse impact to the customer¿s blood glucose level. Customer loaded new cartridge as instructed, was able to resume insulin delivery successfully, and no additional issues were reported.